Event description:
The consumer stated that the seat has cracked. The crack has pinched the wife. No medical attention was sought.

Manufacturer narrative:
(B)(4). The expanded evaluation state that the seat was received with multiple cracks in the seat.

Event description:
The consumer stated that the seat has cracked. The crack has pinched the wife. No medical attention was sought.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.